Event description:
It was reported that when the patient was on the ventilator, the led's began to blink and the ventilator shut down with audible/visual alarms. The patient was removed from the ventilator and was manually ventilated. The caregiver re-started the ventilator and then put the patient back on the ventilator. This happened 4 to 5 times, after which the ventilator was replaced. No patient harm reported.